Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that when a patient presented in the emergency room with chest pain, loss of capture and decreased pacing lead impedance were observed. An echocardiogram was performed and perforation was observed. No pleural effusion was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well post-procedure.